Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and pass. The receiver download failed because receiver would not boot up. Open receiver case for interior inspection: passed - no moisture damage. Finding related to complaint in troubleshooting: defective r5 main pcba u5. Plug external power source, overheated. Microchip overheating when touch:the customer's complaint was confirmed for receiver overheating due to defective receiver pcba u5.